Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported to be related to insufficient or incorrect reprocessing of the device. Additionally, the following findings were observed: tear and scrape marks in biopsy channel of borescope; control knob play; minor dent on holder ring; and bending section cover glue cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had foreign material exiting from the channel, including auxiliary water channel. The customer expressed concerns regarding the use of mineral oil, petroleum-based lubricants, to assist with passing endo therapy devices through the instrument channel of three different scopes. The issue was found during reprocessing following esophagogastroduodenoscopy procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign, oil-like material leaking from the channel was thought to be mineral oil but otherwise could not be identified. A definitive root cause of the issue could not be determined, as it could not be determined if there was a deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.